Manufacturer narrative:
(B)(4).

Event description:
It was reported that the foot switch started running on its own. A backup device was available. No patient or user impact reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection performed on the product identified a damaged and corroded housing. Footswitch passed functional testing using a known good control unit and 3 different types of hand pieces. Footswitch did not run on its own during functional testing. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.